Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for non-malignant pain. It was reported that the ins battery was not holding as long as their previous implant that was replaced for normal battery depletion. And that the stimulation would go off due to the battery running out. It was also noted that patient wasn't feeling stimulation the same way but that it was ok because they mainly wanted to feel it to avoid overdischarging. Patient advised to follow up with healthcare professional (hcp). No further complications were reported. [Please refer to (B)(4) for controller changed language; froze/symbo].